Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system requested a system explant due to inadequate pain relief. The patient had been implanted for 9 months. The evoke scs system was confirmed to be functioning as intended prior to the explant. It was additionally reported that the patient¿s pain was non-neuropathic, and the patient did not report adequate pain relief during their trial period with evoke scs system.